Event description:
It was reported that during a procedure, the lag screw drill got caught on the affixus rod and the tip of the lag drill broke off during drilling for the lag screw. The broken piece was immediately removed with the guide wire and disposed of in the sharps container. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 211201303; lot# so2000511. Item# unk targeting guide; lot# unknown. Item# unk affixus rod; lot# unknown. H6: proposed component code - mechanical (g04) - im nail. No product was returned or pictures provided of the nail and targeting guide; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided for the unknown nail and targeting guide. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.